Manufacturer narrative:
Qn#(B)(4). The customer returned an open es-04301 kit with multiple components. The arrow raulerson syringe (ars) will be used for this investigation. Initial visual examination of the ars did not reveal any anomalies or defects. After the ars failed the functional inspection, the bi-lateral valves were visually inspected by looking through both ends of the plunder body, looking for holes in the valves, no holes were observed. The black seal was then removed to examine the plunger tip. The connection between the two sides of the tip are off centered which points to a molding defect. A vacuum leak test was performed on the samples per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released, and it did snap back into a position = 1cc from the starting position. The ars passes the test if the plunger returns to a position = 1cc; therefore, the sample passed the functional inspection. A push leak test was also performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded, and the plunger was pushed into the barrel. Resistance was initially felt, but the plunger body was able to move to the bottom of the syringe. This indicates that air was escaping from the plunger air. Both test were initially performed dry. The syringe was used to draw and aspirate water. The syringe barrel was not able to be filled all the way consistently. The push test was performed again after trying to aspirate water into the syringe. Bubbles were observed on the side of the black plunger, which indicates air was escaping from that location. Therefore, the sample failed the push leak test. A device history record review was performed with no relevant findings. The report that the ars leaked was confirmed through functional testing of the returned sample. The ars sample passed the vacuum leak test but failed the push leak test. The black seal was also removed to examine the plunger tip. The connections between the two sides of the tip are off centered which points to a molding defect. A device history record review did not reveal any manufacturing related issues. Based on the returned sample, and the comments from the manufacturing facility, the root cause is supplier related as the ars plunger is a purchased component. A non-conformance request was initiated to address the issue of the leaking ars plunger. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the ars (syringe) leaked during patient use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the ars (syringe) leaked during patient use.